Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the speakers and internal battery were discovered to be disconnected. The speakers and internal battery were reconnected to address the issue of the error codes for urgent service required for speaker failure. An additional error code in the event log indicating cell under voltage was not addressed. The customer requests no repair to device. The device will be returned to customer unrepaired. Additional findings not related to the malfunction/issue include cracked plastic to the left-hand and right-hand rear case bottom, and missing feet. During further evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs will be done on the device. The device was scrapped due to no need for inventory.

Event description:
A ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the speakers and internal battery were discovered to be disconnected. The speakers and internal battery were reconnected to address the issue of the error codes for urgent service required for speaker failure. An additional error code in the event log indicating cell under voltage was not addressed. The customer requests no repair to device. The device will be returned to customer unrepaired. Additional findings not related to the malfunction/issue include cracked plastic to the left-hand and right-hand rear case bottom, and missing feet.